Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds which resulted in loss of capture however, the patient did not experience any asystole. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.